Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left upper vats (video-assisted thoracoscopic surgery) lobectomy, while sectioning the bronchus, the surgeon was able to press the green button, but was unable to squeeze the handle and the device did not fire. The surgeon had fired multiple vascular and medium-thick reloads, however this one particular reload would not fire when the green button was pressed. They opened another purple reload and were able to fire it on the same handle without issue. There was no patient injury.